Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in stating she had to go the hospital yesterday because of her low bgs. Customer stated her bg yesterday was 31. Customer most recent bg is 125. Troubleshooting for low bgs performed per dop. Nothing further reported.